Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: lab analysis results stated the device yellow and brown on the outer surface. The plug strap had separated on the device. The device shell had creases on both the anterior and posterior of the device. A curved/nonlinear opening was located on the posterior of the device located approximately 5.2cm away from the center patch. Diaphragm valve had no blockage. Measurements and mechanical testing were conducted on the device. The event of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Right-side deflation patient representative later reported plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implant due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced breast swelling, rashes or itching, breast pain, capsular contracture, chronic insomnia, irritable bowel, chronic gastrointestinal upset or reflux, significant weight loss, and diarrhea/vomiting/nausea on an ongoing basis. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress. Panic disorder, and anxiety, as well as loss of quality of life, depression, and ptsd; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl. Device has been explanted and replaced.